Event description:
This event involved a patient who experienced no power with their controller approximately three years post heartware lvad implantation. The patient was attempting to swap to their backup controller ((B)(4)). Once the patient swapped the controller, the patient reported that the flow remained at 0 l/min. The vad coordinator had the patient change back over to the primary controller, fearing that the backup controller failed to start the pump. A new controller was given to the patient and the event was resolved without patient injury.

Manufacturer narrative:
The device has been received and is awaiting further analysis. Additional information will be submitted within thirty (30) days of receipt.

Manufacturer narrative:
The product was returned to heartware. Based on review of all the available information, the reported complaint of "controller failed to start the pump" was confirmed based on the log analysis. Log files confirmed that there were a total of 19 vad stops. All the vad stop alarms were due to driveline cable disconnect. The root cause of the driveline cable disconnects is undetermined. There were no records in the data log, which indicates that this controller had not been run for more than 15 minutes. This is one of two devices reported for the related event. Please refer to MFR. 3007042319-2013-00035.